Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the following: fluid invaded the device due to leak that occurred during user handling which led to an abnormality of electrical parts. Electrical contact of the scope connector was damaged during user handling which made the electrical connection unstable. The charge coupled device unit was damaged during user handling. The event can be detected/prevented by handling device in accordance with the following instructions for use: "inspection of the endoscopic image". " be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contact information is not being requested to due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device was returned to olympus for repair and the allegation was confirmed. There was no image displayed due to a broken charge coupled device unit. Additional findings included a leak due to a damaged connector, separated bending section rubber, scratched universal cord, peeled universal cord coating, damaged scope connector cover, and a deformed connector unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that this evis exera ii bronchovideoscope exhibited no image during preparation for use for an unknown procedure when hooked up to the video processor. Another scope was used, and no issue was noted. The procedure was completed using a similar device. There was no harm or user injury reported due to the event.